Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient was not receiving adequate therapy. In turn, reprogramming was attempted but could not provide resolution. As a result, the patient may undergo surgical intervention.

Event description:
Follow up revealed that the patient's lead was explanted and replaced, and therapy was restored post-op.